Event description:
On (B)(6) 2025, the user reported a low blood glucose (bg) of 60 mg/dl with symptoms of sweating and uncoordinated movement during exercise after the ilet dosed correction insulin for a pre-exercise bg of 205 mg/dl. The user treated with oral carbohydrates and bg recovered. No hospitalization or long-term health effects were reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.